Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -17.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to " patients vision was yellow". It was reported that the problem resolved, patients vision returned to normal after explant.

Manufacturer narrative:
Additional information: h3- device evaluation- lens returned in a micro-centrifuge vial with moisture. Visual inspection found haptic torn. Claim# (B)(4).